Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506531 and 506956, and their components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lots 506531 and 506956. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506531 and 506956, and their components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review identified four additional complaint tickets related to discrepant (including false positive) result issue when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 506531. Four tickets were independently investigated and determined no product deficiency. No additional complaint tickets were identified related to discrepant (including false positive) result issue when using realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 506956. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506531 and 506956 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer observed 3 positive results when running the realtime sars-cov-2 assay, which generated a "not detected" result when run on the gen-expert assay. Customer indicated that the samples were repeated on gen-expert based on the fact that the three results had very late amplification on the realtime assay. The customer also repeated the samples a second time on the realtime assay and obtained a "non detected" result. Molecular application specialist (mas) downloaded files and performed log analysis. Log analysis indicates that controls (external and internal) behaved properly in all cases. Mas informed the customer via local team that the gen-expert assay claims a limit of detection (lod) of 250 copies/ml, according to FDA-approved package insert (in the ce-marked version it is given as 0.01 pfu/ml). Therefore, such a late amplification is bound to give a negative result on any other assay where the lod is higher than abbott's claim of 100 copies/ml. Customer has performed the following additional analyses with the samples: ms425461: as the results were discrepant, customer reported the sample as "equivocal", requested a new sample to be taken, and as the result of this one was also negative, the sample was finally reported negative. Ms425587: preliminary reported as positive, since the patient was part of the staff; a new sample was requested, tested negative, and an additional sample was taken at a later date and also tested negative, so the final reporting was negative. Ms425691: in addition to the two analyses on m2000, this sample was analyzed with easy mag and gen-expert, also giving a negative result, so the sample was finally reported as negative. Customer has confirmed that there was no impact to patient management, as the retesting was performed within less than 24 hours from the initial pcr. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.